Event description:
It was reported that during a ptca/stent procedure, prior to implanting the stent, the stent appeared loose under fluoroscopy. Half of the stent was on the balloon and half of the stent was off of the balloon. The stent was deployed near the lesion, and another stent was implanted in order to cover the lesion.